Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 140mg/dl on the contour next ez at 1:02am. She had symptoms of nausea, cold sweats and vomiting. She ate something and went to the hospital at approximately 2:00am. She was retested and the blood result was 92mg/dl. She was put on glucose IV. Further information was not provided. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.